Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following was reported to gore by cti clinical trial & consulting: on (B)(6) 2017, a gore® propaten® vascular graft (standard wall, non-stretch, non-tapered) was implanted in a patient's upper right arm as a conduit. On (B)(6) 2017, the patient experienced the medically significant event of steal syndrome (intensity: severe), and was hospitalized the same day. The patient had unspecified symptoms of steal syndrome. On (B)(6) 2017, a distal revascularization-internal ligation (dril) was performed. The patient continued to experience unspecified symptoms of steal syndrome after the dril was performed. Therefore, a surgical revision of the draining vein was performed, banding the proximal portion of the arteriovascular graft. This resulted in improved arterial tracing distal to the bypass. On (B)(6) 2017, fistulogram and thrombectomy were performed using a number 4 fogarty catheter. On (B)(6) 2017, an angioplasty of the central vein was performed using a plain, compliant balloon with a maximum balloon diameter of 7 mm (3 ¿ 20 mm). On (B)(6) 2017, the patient was discharged from the hospital. By (B)(6) 2017, the symptoms had improved; however, she continued to have pain and numbness. The rue was assessed to have multiphasic radial signal, monophasic palmar arch, no ulnar pulse, and strength of 4 out of 5 (on a scale with a maximum of 5). The subject was discharged from the hospital on the same day. The plan was to utilize the study conduit for dialysis. On (B)(6) 2017, at the day 28 scheduled study visit, an examination of the study conduit and access site revealed presence of thrill and bruit. There were no problems with the surgical incisions or study implant site reported. The pre-randomization tunneled dialysis catheter was being used for dialysis and the date of first cannulation of the study conduit for dialysis use was deemed as (B)(6) 2017. The investigator reported the subject¿s symptoms returned shortly following the dril procedure. The event was considered unresolved as the subject continued to complain of hand pain at all subsequent follow-up visits despite multiple thrombectomies and placement of a stent. The actions taken with the study conduit were the procedures of surgical revision and dril. The investigator assessment of relatedness of the event to the study conduit was possibly related and the relatedness of the event to the study procedure was definitely related. Update on (B)(4) 2017: additional information received on (B)(6) 2017 from the site included thrombectomy with angioplasty and angiogram results. Update on (B)(4) 2017: additional information received on (B)(6) 2017 from the site and on (B)(6) 2017 from the clinical data base included the hospital discharge summary which included an additional procedure, steal syndrome symptoms at presentation, the subjects status on discharge, the event resolution date and outcome, additional laboratory tests, an updated concomitant medication list, the date that an ultrasound was performed, a surgical revision report, and scheduled study visit assessments of the conduit. Update on 19-apr-2017: additional information received on (B)(6) 2017 from the clinical data base included an updated concomitant medication list and an amended event outcome. Update on 25-may-2017: additional information received on (B)(6) 2017 from the site included updated concomitant medications and outpatient follow-up. Update 31-may-2017: additional information received on (B)(6) 2017 from the site included surgical procedure notes. Update 07-nov-2018: additional information received on (B)(6) 2018 from the clinical database included updated concomitant medications and an amended event outcome. Update 21-dec-2018: additional information received from the clinical database on (B)(6) 2018 included confirmation that the event would remain unresolved and that the subject's symptoms returned and were ongoing at subsequent follow-up appointments. No additional information is expected.

Event description:
In (B)(6) 2017 (specific date unknown), a duplex ultrasound found a subclavian artery stenosis which had not been apparent before. On (B)(6) 2017, five(5) days after the gore® propaten® vascular graft was surgically implanted, the patient experienced thrombosis of vascular access and stenosis of vascular access, requiring prolonged hospitalization. Patient had been hospitalized initially for steal syndrome. A doppler scan showed an occluded study conduit. On (B)(6) 2017, a thrombectomy with revision was performed. The previous conduit banding site, created on (B)(6) 2017, was reopened. This was taken down by dividing the 6-0 prolene and removing the piece of prosthetic that had narrowed the lumen. This area was then incised with a transverse graftotomy. A thrombectomy was performed using a number 4 fogarty catheter, both centrally and peripherally. This retrieved good thrombus, followed by excellent back bleeding and forward bleeding and the area was then repaired. On (B)(6) 2017, the patient underwent a third order catheter placement of the right subclavian artery, right subclavian artery angioplasty, and right upper extremity angiogram separate from the angioplasty. The patient was placed under general anesthesia. Her right arm and groins were prepped. The right femoral artery was accessed, and a diagnostic catheter was placed. The right innominate artery and subsequently the right subclavian artery were cannulated indicating second order branch. Angiography was performed which revealed a 60% stenosis of the proximal right subclavian artery just beyond the first rib; this was ballooned to 7 mm with excellent results. Full right upper extremity angiography was then performed to ascertain the status of the dril and conduit, which was visualized as open; this was confirmed with doppler ultrasound. Both anastomoses were open without any stenosis; the dril was also open and patent although it filled later than the conduit. The procedure was deemed complete and the patient tolerated it well.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a gore propaten vascular graft (standard wall, non-stretch, non-tapered) was implanted in a patient's upper right arm as a study conduit. On (B)(6) 2017, the patient experienced the medically significant event of steal syndrome (intensity: severe), and was hospitalized the same day. The patient had unspecified symptoms of steal syndrome. On (B)(6) 2017, a distal revascularization-internal ligation (dril) was performed. The patient continued to experience unspecified symptoms of steal syndrome after the dril was performed. Therefore, a surgical revision of the draining vein was performed, banding the proximal portion of the arteriovascular graft. This resulted in improved arterial tracing distal to the bypass. On (B)(6) 2017, fistulogram and thrombectomy were performed using a number 4 fogarty catheter. On (B)(6) 2017, an angioplasty of the central vein was performed using a plain, compliant balloon with a maximum balloon diameter of 7 mm (3 ¿ 20 mm). On (B)(6) 2017, the patient was discharged from the hospital.

Manufacturer narrative:
Manufacture date has been entered.

Manufacturer narrative:
(B)(4). Implant date was entered. Suspected device information was entered; implant date was entered. Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
A study conduit (gore® propaten® vascular graft) was placed in patient's right upper arm on (B)(6) 2017.